Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient (B)(6) was implanted with an scs ipg. The patient also has a previously implanted pacemaker (contraindicated use). It was reported the physician suspects the two systems could be interfering with each other. Please note: additional information has been requested; however, no further information was available at the time of this report.